Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the lead was slightly more left from the day of the surgery. There was no lead migration.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6); implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 24-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their implant was put in for sciatic nerve and back pain on the right side, but ever since implant they have had most of the stimulation on the left side. Caller stated that the trial was 110% better, but since implant the stimulation is nothing like the trial. Caller added that when the manufacturer representative (rep) turned the implant on for the first time, they could feel the stimulation, but it was to the left and not the right. Caller noted that ever since then the stimulation has been more on their left side than their right. Caller stated their doctor told them to call manufacturer to set up reprogramming. Agent reviewed role of patient and technical services and rep request process through a healthcare provider. Agent sent message to the field on patient's behalf. Rep reported that the cause was lead slightly more left. Reprogramming got bilateral coverage. The issue was resolved as far as rep knows.